Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: verbatim: bodily fluid exposure.

Manufacturer narrative:
It was reported by the customer that the connector was leaking. One video of the product was submitted for quality investigation. The video submitted shows a maxzero or maxplus style connector product leaking at the connection site to a needleless syringe. The customer complaint of leakage was confirmed. A device history record review could not be performed because the material number and lot number is unknown. Due to a physical sample not being provided, a root cause for the failure could not established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: unknown , lot#: unknown. It was reported by the customer that the bodily fluid exposure. Verbatim: bodily fluid exposure.